Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was observed upon fixation that the electrical parameters were inadequate. Additionally, fixation was insufficient. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.